Event description:
It was reported the patient presented in clinic for follow-up. During device checks, the leadless pacemaker (lp) was found on chest x-ray to have dislodged to the right pulmonary artery. The leadless pacemaker was explanted and replaced. There were no patient consequences.